Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacture's representative that this device was unable to be interrogated. A magnet was not able to elicit beeping tones. The device was to be changed out. Requests for additional information from the local boston scientific field representative were unsuccessful. There were no adverse patient effects reported.